Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified neuro surgery, it was observed that the attachment device came apart into pieces while in use with a motor device that was getting hot. It was reported that all pieces were retrieved and none were left in the patient. There was a slight delay in the surgical procedure as identical spare devices were available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: additional information: initial report stated this is report 2 of 2 for the same event. Due to additional information, it has been updated to, this is report 2 of 3 for the same event. It was further reported that there was a fractured burr device in the attachment device. If additional information should become available, a supplemental medwatch report will be submitted accordingly.